Event description:
After extracting 3 biopsy samples from a lesion, the coaxial automatic biopsy device would not cock in preparation for extracting a fourth sample. While this failure did not cause any patient injury, it reveals that a problem previously reported and extends to this different lot number.======================manufacturer response for coaxial programmable automatic biopsy system, achieve (per site reporter).======================the manufacturer had the hospital remove from inventory lot 0000348042, but has not as yet made a decision as to what to do about this new lot that has exhibited a problem too.